Event description:
Both sensors are not working and giving them error messages. Product quality issue, defective devices. (Glucose sensor) - diabetes mellitus; complex sig order, use one sensor every 14 days. Reference report #: mw5154139.